Event description:
The customer reported, a posterior capsule (pc) tear occurred during I/a polish. The surgeon suspects a rough I/a handpiece tip. The surgeon performed an anterior vitrectomy. The patient outcome is excellent. The surgeon had two incidents the same day with the same handpiece. When he stopped using that handpiece, he didn't have anymore events. This report is for one patient; for additional patient see mfg. Report#: 2523835-2008-00003.

Manufacturer narrative:
No I/a handpiece tip sample was returned for the complaint evaluation. The device history record for the lot was reviewed. The lot was released based on alcon's acceptance criteria. The root cause of the patient event cannot be determined in this investigation. Posterior capsule ter is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. This report mailed in to FDA on: 03/12/2008.